Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7078317/7078243